Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient¿s trial, which began around (B)(6) 2017, went horribly and ¿was a nightmare.¿ the consumer stated that the patient¿s valium drip wasn't strong enough, so they were fully awake during the procedure. It was reported that the patient was screaming in agony and ¿crawling¿ off the table due to pain; they were half off the table but were told they couldn't move because the physicians were in their spine. The consumer stated that the patient was ¿the color of death,¿ shaking, was grey, and ¿looked like hell.¿ the next day, the patient went back to their physician¿s office and a manufacturer representative was there to program the device. It was reported that the leads were placed on the wrong side and it was only kind of working. The consumer stated that for about three days, the patient felt some stimulation down their legs and could ¿see the potential,¿ but then stimulation stopped working. About three days later, the patient returned to their physician¿s office and the leads were found to have fallen out. It was further reported that the patient had an allergic reaction to the tape on their back. The consumer stated that it looked like a big piece of saran wrap; it caused ¿shingles¿ and was a mess. The patient was to follow up with their healthcare provider (hcp). Indication for use is spinal pain.

Event description:
Additional information received from a healthcare professional (hcp) indicated that the patient was intolerant of the pain associated with the procedure. There was no problem with the device. The patient had an allergic skin reaction to the opiate. It was not device related. The leads were appropriately placed, but may have migrated during the trial period. The issue was resolved, and it was the hcp¿s understanding that the patient had undergone a permanent implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.